Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touch does not work. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It has been determined that the touch panel needs replaced. The manufacturer's field service engineer (fse) was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The fse was unable to proceed, attempts were made reaching out to the customer, but no response received. The work order was cancelled. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It has been determined that the touch panel needs replaced. The investigation is ongoing.